Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic to arrange a driveline repair. Log file data confirmed a pump stoppage event on (B)(6) 2020. The driveline was noted to be disconnected on (B)(6) 2020. On (B)(6) 2020, a driveline repair was preformed. The external portion of the driveline was replaced. After the repair, no alarms were noted. No further information was reported.

Manufacturer narrative:
Section a2, a3, a4, b1, b2, d4 (UDI), d6, d10: correction. Section d4 (expiration date), h3, h4: additional information. Manufacturer's analysis conclusion analysis of the submitted log file found a driveline disconnect resulting in a pump stop event. A specific cause for the events captured in the log file could not be conclusively determined through this investigation. Furthermore, evaluation of the returned portion of the driveline confirmed damage to the silicone jacket. The submitted system controller log file captured normal pump function until (B)(6) 2020 at 09:17:19 when the driveline was disconnected, causing the pump speed to drop below the low speed limit and resulting in a pump stop. This pump stop event was associated with low speed hazard, low flow hazard, driveline fault, and motor stop alarms. By 10:12:08, the driveline had been reconnected and the pump had resumed operating at its set speed. The pump remained operating above the low speed limit for the remainder of the log file. The log file appeared to show the pump operating as intended. Multiple requests for additional information regarding the driveline disconnect on (B)(6)2020 were sent to the customer; however, no additional information was received. A cosmetic distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 25¿. Rescue tape was present from the terminus of the bend relief to approximately 18.5¿ from the metal connector. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. Upon removal of the rescue tape, tears in the silicone jacket were observed approximately 2.5¿, 4.5¿, 7¿, 12.5¿, 13¿, and 15¿ from the metal connector. Bunching of the silicone jacket between 12.5¿ and 16.5¿ from the metal connector was also noted. There was no damage to the bionate layer. Breakdown of the metal braided shield was observed at the terminus of the bend relief, approximately 2.5¿, 3.25¿, 11.5¿, 12.5¿, 13¿, 15¿, 16.5¿, and 19¿ from the metal connector. The bionate and shielding were removed, and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation or other wire damage. The patient remains ongoing on vad support. Heartmate ii lvas IFU and patient handbook are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ the heartmate ii lvas IFU and patient handbook each contain a section entitled ¿alarms and troubleshooting¿ which outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on handling emergencies. The heartmate ii lvas patient handbook also contains important warnings related to pump stops. The heartmate ii lvas patient handbook warns that the pump will stop running as soon as the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. No further information was provided. The manufacturer is closing the file on this event.